Event description:
The customer reported that when the fiber was opened for use in a prostate procedure, a "flashback" occurred and the fiber appeared cracked and the laser beam was pulsing. The joule count on the fiber and the location of the fiber fracture were not reported. It was unk whether the laser beam that was seen was the aim beam or the active laser beam. Another fiber was used to complete the procedure. It was reported that the pt had no issues reported as a result of this event and that there was no end user injury.